Event description:
During coronary intervention, the floppy radiopaque tip detached from main body of the atw steerable guidewire and descended into the patient's diagonal branch (of the left anterior descending artery). No ballooning or stent deployment had been done up to the point. There were no adverse efffects to the patient. Retrieval efforts and final wire disposition are currently unknown.